Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer later confirmed that the device will not be repaired and has been permanently removed from service. The device was not returned to physio for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was displaying the service indicator. The device had logged an event code in the memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level. There was no report of patient use associated with the reported issue.